Event description:
Surgeon placed bovine cardiac patch. The patient returned to the emergency room weeks later with her neck swollen, drainage, cellulitis and painful. The area cultured (B)(6). Surgeon took her back to the operating room and removed the carotid patch due to infection.